Manufacturer narrative:
This event occurred three years ago, and the lead is still in use. No additional follow up will be done with the user facility.

Event description:
It was reported that a chest x-ray one day post implant noted a trace left apical pneumothorax. No complications resulted and the patient was discharged in stable condition.